Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The 57650 atrial sic occurred since (B)(6) 2016, and electrogram episode shows short period of mirror image noise.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic). Minimal evidence of mirror-image noise was observed on the rv lead and the right atrial (ra) lead. Reprogramming was performed. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.